Event description:
The customer reported that the system kept fluoroing even after the button was released. There is no report of patient injury.

Manufacturer narrative:
The customer canceled the service call.